Event description:
The catheter was used in-patient. When the physician pulled the pigtail out, he saw blue flakes. When the catheter was flushed flakes came out of the catheter, into the bowl. The product was properly inspected and prepped, prior to use and no anomalies were noted. The device was not damaged when taken from the packaging. The shaft of the catheter or the distal tip of the catheter were not noted to be frayed or split. There was no difficulty advancing the catheter over the guidewire (brand unknown). There were no flakes noted on the guidewire when removed from the patient. The guidewire was not frayed. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.